Event description:
Husband was disconnecting tpn infusion from his wife, immediately after flushing she became dyspneic when she sat up blood came out of catheter. Retrospectively it appears that smart site failed, that pt perhaps had air embolism corrected when she sat up caused blood to leek from catheter. Pt was hospitalized for evaluation.